Event description:
Device malfunction:unk. Time of symptoms/ae: after the procedure. Symptoms/ae: occlusion and dissection. This was noted through a periodic article review that assessed lower extremity ischemia using femoral access. Following a percutaneous mitral valvuloplasty procedure via the right common femoral artery (cfa), an attempt to close the arteriotomy site using the perclose proglide was unsuccessful. Manual compression was applied to achieve hemostasis. Reportedly, two hrs after the procedure, the pt experienced right lower extremity pain and numbness. The pt's leg felt cold with absent cfa and tibial pulses. Angiography was performed revealing right cfa dissection, complicated by occlusive thrombosis with markedly delayed flow in the superficial femoral artery (sfa). Angioplasty was performed to treat the thrombosis and directional atherectomy was performed to treat the dissection. Repeat angiography revealed a near normal angiographic appearance of the cfa. Though requested, no additional event or pt info is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Literature search article: catheterization and cardiovascular interventions 70-129--137 (2007) written by dr. Ivan p. Casserly titled "contemporary management of acute lower extremity ischemia following percutaneous coronary and cardiac interventional procedures using femoral access- a case series and discussion." The device was not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.